Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent ongoing elevated blood glucose (bg) levels of over 600 mg/dl with high levels of ketones. The contact believed the suspected cause was due to an issue with the site, however no specific issue could be confirmed. The customer administered a manual injection and changed the site to address bg. As the customer did not contact tandem technical support at the time of the events, troubleshooting was unable to be performed.